Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not connecting to the network. The biomedical engineer reports that they connected a new central nurse's station (cns) and three gz's are in intermittent communication loss. Nihon kohden technician advised them to replace the gz's and see if the swaps resolve the issue. The biomedical engineer (bme) called back to report that the issue was resolved, they connected a new cns-6801. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not connecting to the network. The biomedical engineer reports that they connected a new central nurse's station (cns) and three gz's are in intermittent communication loss. Nihon kohden technician advised them to replace the gz's and see if the swaps resolve the issue. The biomedical engineer (bme) called back to report that the issue was resolved, they connected a new cns-6801. No patient harm reported.